Event description:
It was reported that the patient was equipped (not simultaneously) with two types of remote monitor system (both pstn and gprs). He complained that the type of phone line was not suitable for both systems (copper analogical line and/or 2g). The patient has cardiac heart failure and lives far away from medical center. Therefore, an explanation is required regarding the failure of both systems and new suitable remote monitor system is required.

Event description:
It was reported that the patient was equipped (not simultaneously) with two types of remote monitor system (both pstn and gprs). He complained that the type of phone line was not suitable for both systems (copper analogical line and/or 2g). The patient has cardiac heart failure and lives far away from medical center. Therefore, an explanation is required regarding the failure of both systems and new suitable remote monitor system is required.